Event description:
This late MDR is a retrospective filing for an international product with a similar us product. The account questioned differing axsym total psa results from 2 different dates. An initial result of 6.01 ng/ml was obtained in 2007. A subsequent sample was obtained in 2008 and was 3.7 ng/ml. Another sample from the patient in 2007, was 3.54 ng/ml and an additional sample from 2008 was 3.93 ng/ml. There was no impact to patient management reported.

Manufacturer narrative:
This late MDR is a retrospective filing. This report is being filed on an international product, that has a similar product distributed in the us. No return material was available for investigation the performance and reproducibility of axsym total psa reagent lot 54087lf00 was examined using an in-house retained reagent lot 54087lf00 and two in-house serum based panels. These panels were used to mimic the concentration range of the patient sample for which the discrepant result was observed and provide a concentration range of 2.82 ng/ml to 4.31 ng/ml. Three runs were performed per our in-house test procedures using three axsym analyzers. Five replicates of each in-house panel were tested on three instruments to mimic patient samples. During the testing, concordant concentration results were obtained for all replicates from each panel using reagent lot 54087lf00. The grand mean of all replicates performed for each panel (n = 15) was calculated and the results obtained were within specification ranges: 3.44 ng/ml (panel range 3.30 ng/ml to 4.31 ng/ml) and 2.94 ng/ml (panel range of 2.82 ng/ml to 3.82 ng/ml). In addition, the % cv (co-efficient of variation) was calculated to determine the % difference of the results generated for each of the individual replicates of the two panels tested. A value of 3.14 % was obtained for the panel measuring in the range 3.30 to 4.31 and 3.61% for the panel measuring in the range 2.82 to 3.82. This demonstrates that there is very little difference among the replicates for each of the panels. In addition, a review of the testing performed prior to lot release was performed. All kit release specifications were met, and no issues were identified. Complaint tracking and trending reports were reviewed and no adverse trends were observed for this issue. In addition no other complaints for patient results were identified for lot 54087lf00. The results of the investigation demonstrate that the axsym total psa reagent lot 54087lf00 is performing within its intended use, label claims and specifications. No product deficiency was identified. Since the sample that generated the discrepant result was not available for this investigation, a root cause for the issue observed could not be determined. The axsym total psa package inserts states: "specimens from patients who have received preparations of mouse monoclonal antibodies for diagnosis or therapy may contain human anti-mouse antibodies (hama). Such specimens may show either falsely elevated or depressed values when tested with assay kits which employ mouse monoclonal antibodies. These specimens should not be assayed with the axsym total psa assay. Refer to the limitations of the procedure section in the assay package insert." The package insert also states the following: "heterophilic antibodies in serum have the potential to cause interference in immunoassay systems. Infrequently, psa levels may appear elevated due to heterophilic antibodies present in the patient's serum or to nonspecific protein binding. If the psa level is inconsistent with clinical evidence, additional psa testing is suggested to confirm the result." This is the final report.